Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, nose irritation, respiratory tract irritation, nausea/vomiting, inflammatory response, and a mass on the unspecified lung. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, nose irritation, respiratory tract irritation, nausea/vomiting, inflammatory response, and a mass on the unspecified lung. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted. Previously submitted report was incorrectly filed as both product problem and adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. In this report, box b and box h: health impact grid (1) has been updated correctly.

Manufacturer narrative:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced eye irritation, nose irritation, respiratory tract irritation, nausea/vomiting, inflammatory response, and a mass on the unspecified lung. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative the device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Product brand name, reporting institution name, report source box h: problem code grid, patient outcome code grid evaluation method code, evaluation results code and conclusion code grid remedial action init, recall (z) number has been updated.